Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after missing a dinner announcement, which led to prolonged hyperglycemia followed by automated correction dosing and a subsequent low; the lowest blood glucose was 66 mg/dl and time below range was about 20 minutes. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device data and logs and user interview. Investigation of this case revealed that a missed meal announcement and subsequent automated correction likely contributed to the hypoglycemic event while the user reported nighttime alerts without corroborating lows in reports. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the primary cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.